Manufacturer narrative:
The product has been returned to bausch & lomb and the investigation is in progress. A supplemental report will be submitted upon completion of the investigation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
It was reported that prior to intraocular lens (iol) insertion, the physician applied amvisc plus; however, the fluid hardened. It was difficult to insert the iol and subsequently difficult to remove the viscoelastic. The physician administered miostat, diamox and sutured the incision. The patient had increased iop (intraocular pressure). Five days after the surgery, the patient presented with mild discomfort but good visual acuity.